Manufacturer narrative:
H3, h6: clinical data was received. In summary, the complaint was confirmed. The likely root cause of the reported cross-view errors and inaccuracies was related to the target extender, target extender screw, or a loose/improper attachment to the arm guide. Given the consistent large cross-view errors across multiple CT-fluoro attempts and the significant shift observed after scan plan, it seemed clear that a hardware issue was likely but it could not be confirmed. A shift of more than 10 mm could indicate that the system did not accurately capture the target extenders, and therefore, the actual positions of the 3d marker and star marker. This may suggest calculation discrepancies between the detected and actual positions, which aligned with the cross-view errors observed during the CT-fluoro registration attempts. Previously reported code, b01, is applicable as well as newly reported codes, c13 and d11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative reported that the front shoulder brake being out of tolerance was suspected to be the root cause of the inaccuracy. The surgeon screen was not illuminating. The representative adjusted the display settings and got the surgeon screen working as intended. The surgeon screen issue was unrelated to the inaccuracy.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there were issues registering (CT-flouro). The site proceeded with scan and plan registration, however, the segmentation needed to be manually adjusted more than usual. When sending the arm to trajectories, the arm was off on the entire left side of the construct (l5-s1). It was verified the labels of the levels were correct. The use of the medtronic guidance system was aborted. There was no impact to patient's outcome and surgical delay was reported as 1 hour or longer. Additional information was received. It was reported that the entire left side of the construct had deviations larger than 10 millimeters (mm). They would send the robot to the screw/facet trajectories and they were completely off on the left side, so much so that they had aborted the use of the guidance system entirely for the case. Additional information was received. It was reported that the front shoulder brake was found out of tolerance.

Manufacturer narrative:
H3, h6) the system was serviced in the field. In summary, the front shoulder brake was adjusted so that it was within tolerance. The settings for the surgeon screen were also adjusted. It was not clear whether these findings were related to the reported inaccuracy. Codes b01, c07, and d02 are applicable. H3, h6) clinical data was returned and is pending analysis. Codes b21, c21, and d16 are applicable. H6) multiple annex a codes were applied to capture this event. A0908 captures the inaccuracy while a23 captures the registration issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.